Manufacturer narrative:
(B)(4). Batch # m5666y. The analysis results found that the sdh21a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a semi-open total gastrectomy, the knife did not come out and all staples were not deployed at firing between the jejunum though the firing handle was fully grasped. After that, the firing handle was grasped again and then, the knife came out but only about one-third staples were deployed and they were malformed. Eventually, suturing was performed on the malformed staple line and then, a side-to-side anastomosis was performed to complete the case with a powered endocutter which had been used on another site. There were no adverse consequences to the patient. The doctor was familiar with the device.

Manufacturer narrative:
(B)(4). Lot m4ja1e. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.